Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device and atrial lead was attempted but not used during implant. It was noted that after implanting the lead and device, the physician attempted to tighten the set screw with the wrench which was difficult. It was also noted that there was a sensing/detection issue, a "clutch sound" was heard and the device "felt wrong." A new wrench kit was used with the same problem. The device was removed and noise was seen on the analyzer. The device was explanted and replaced. The atrial lead continued to show noise on the programmer. The lead was explanted and replaced. No noise was seen with the new device and lead. No patient complications have been reported as a result of this event.